Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a hypoglycemic event with a blood glucose value of 2.1 mmol/l at the time of the event. The customer got low blood glucose after a high blood glucose event. The customer was treated with orange juice and glucose tablets. The customer was also administrated with emergency services. Troubleshooting was performed for the low blood glucose event. The customer was using the insulin pump system within 48 hours of the reported hypoglycemic event. The auto mode feature was delivering insulin at the time of the event. The pump programming was reviewed and it was accurate. The rewind or site issues could not be checked as the insulin pump was disconnected due to a critical error. The customer was not alleging the pump was over-delivering. The insulin pump remains in use and the insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and in section h6 under health effect - clinical code and health effect - impact code were incorrect. The correct information was provided in section b5 and h6 with this report.

Event description:
Updated summary: on (B)(6) 2022, customer reported that after a high bg they got a low bg. Customer treated the low with glucose tablets and orange/orange juice. Paramedics were called on (B)(6) 2022 at 9am for low of 2.1mmol/l. Customer said pump had critical error and has been disconnected. Insulin pump system and sensor was used at the time of the incident. Auto mode was active at the time of event.